Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17157. It was reported the patient experienced a fall. X-rays showed one of the s2 lead had migrated. As a result, surgical intervention was undertaken wherein the migrated lead was explanted and replaced addressing the issue. It is unknown which lead is liable so both leads are reported.